Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events during use on 18-april-2024. The infusion set was in use for 1.5 days. Blood glucose level reported during event was 160 mg/ml. Patient replaced infusion set and resumed insulin successfully. No further information available.